Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemic episode on (B)(6) 2012 while using an expired sensor. Patient states that his cgm was reading 200 mg/dl and rising. Patient decided to treat himself with insulin, unsure if he checked his bg prior to treatment, which is a practice against cgm's user's guide recommendations. Then patient went to the gym, came back home and was taking a shower when he lost consciousness, fell to the floor and only woke up to paramedics treating him. Patient's bg was so low that paramedics were unable to measure it. Patient was treated with an IV of glucose and a sandwich. During his call to dexcom technical support, patient reported that his fall may have caused the swelling on his arm and that he was feeling better but fatigued.